Event description:
It was reported that the femoral impactor/extractor was noted as broken after use. Post-operative x-rays confirmed the broken piece did not remain in the knee joint.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.